Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified in the device history logs. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation is in progress and has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the patient's drain volume was 2444ml. The fill volume was 1500ml. This meets increased intra-peritoneal volume (iipv) criteria. Baxter product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient did not report any symptoms of overfill. The patient has discontinued peritoneal dialysis therapy and is on hemodialysis. The nurse verified that this was the patient's choice. There was no patient injury or medical intervention associated with this event. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the iipv discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).